Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email that she had 2 low blood glucose readings since starting the insulin pump on friday. Customer had a low blood glucose below 50 mg/dl. Customer did some adjusting with the diabetes clinical manager. Customer woke up this morning and her blood glucose was around 56 mg/dl. Customer also had a high blood glucose of 390 mg/dl yesterday. Customer thinks that it was what she ate and not the insulin pump. Customer reported that she has a back- up plan. Customer declined a transfer to the helpline. Customer stated that she will try to upload to carelink again today.